Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The power good cable on the system cpu was evaluated and replaced. The workstation pcb assemblies were also removed and reseated during the service call. The system was tested and found to be working as intended and returned to service.